Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy, ¿relax pressure on blade¿ was displayed at the middle of the procedure and the blade tip was broken outside the patient. The surgeon commented that the device had not touched a metal or plastic. No pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Corrected data: date received by manufacturer and report submission due date. Date received by manufacturer: date of 10/25/2018 was incorrectly reported on the supplemental mw sent and the report submission due date was also incorrectly reported as 11/24/2018. The correct date for date received by manufacturer should be 11/12/2018, thus making the correct report submission due date 12/12/2018. The supplemental mw was sent on 12/4/2018, therefore the supplemental mw was not a late submission.

Manufacturer narrative:
(B)(4). Batch # r93m9z. Investigation summary: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Additional information: device was received on 11/12/2018.